Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during procedure physician found it difficult to advance stylet in the lead and screw set was not extending and retracting properly after the initial lead position. It was suspected that internal lumen was possibly damaged or either the mechanism broke. The lead was pulled out and a new lead was used instead. Patient was stable.